Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer that was broken and jammed. As per part investigation, it was observed that the retainer cages had migrated from their designated positions on both drawer locations, resulting in unintended exposure of the ball bearings. Additionally, the left side slide rail at drawer position two was missing a slide bumper and the ball bearings. The customer stated that the user was unable to retrieve the medication, which caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique device identifier (UDI) part analysis: the reported condition of a broken drawer was confirmed by field service engineer (fse). According to work order (wo) 02063610, the field service engineer (fse) replaced the drawer assembly and tested the drawer, confirming that the equipment was functioning correctly. External visual inspection of the received 138886-01 smart hh cubiedrawermod was conducted. No visible damage was found during the inspection. During dchu evaluation it was observed that the retainer cages had migrated from their designated positions on both drawer locations, resulting in unintended exposure of the ball bearings. The left-side slide rail at drawer position two (2), was missing a slide bumper and the ball bearings, contributing to compromised drawer stability and alignment. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported malfunction was determined to be a mechanical failure within the slide rail assembly. Specifically, the retainer cages had migrated from their intended positions, resulting in the unintended exposure of ball bearings within the rail mechanism. The displacement of the retainer cages, along with the presence of exposed and missing components, disrupted the linear motion of the slide mechanism and significantly compromised the drawer's functionality, impairing its ability to open and close as intended.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer replaced the drawer assembly supplied by the customer and verified functionality through diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was broken and jammed. The customer stated that the user was unable to retrieve the medication, which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was broken and jammed. The customer stated that the user was unable to retrieve the medication, which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.